Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event where the patient was being monitored, their device interrupted the patient monitoring to perform its 3 am self test. After the self test completed, the device reset and started a new patient record. The interruption of patient care could cause a delay in patient treatment. The device reset following a self test is normal functionality; however the device should not perform a self test during patient use where the patient is actively being monitored. It was unknown if the patient was connected to an active monitoring functionality during the reported event. There was no additional event information obtained. There was no report of any adverse effects to the patient during the reported event.